Event description:
Information was received from a consumer regarding a patient who was receiving 15mg/ml bupivacaine at 1.798mg day, and 10mg/ml morphine at 1.199 mg/day via an implantable infusion pump for non-malignant pain. It was reported that there was something wrong with the patient's pump and the patient is not getting their medicine. It was reported the patient's last "update" was (B)(6) 2017 and the low reservoir alarm went off on (B)(6) 2017, and again on (B)(6) 2017. The patient had lost their job and had to be on oral morphine so they can't handle heavy equipment. It was reported that the physician refused to replace the patient's pump or do anything with it because they don't have insurance. The consumer stated there are some recalls and software updates. The consumer reported the patient loves the pump, and needs it, and doesn't want it removed. The consumer reported the patient doesn't have health insurance and the physician doesn't want to help them without payment. The consumer reported the patient lost their job because of this issue. It was reviewed with the consumer what could be causing the problems. The consumer reported the pump stopped working since the day the patient got a refill. It was confirmed the patient's pump was not involved in the battery performance field action. The consumer reported a loss of efficacy. The symptoms were reported as a sudden change. The event took place in (B)(6) 2017. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the cause of the patient not getting their medication is that "they could not afford the pump refills and allowed the pump to die." No further complications were anticipated/reported.